Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to dislodgement. Additional information was received confirming this dislodgement caused a decrease in the intrinsic amplitude, high capture thresholds measurements and a visit to the emergency room (ER) as patient was having chest pain. X-ray imaging confirmed this dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: - h6 (device codes) code "1081 - failure to capture" was added as it was missed from initial report - b5 (problem description) updated accordingly to the correction this product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was surgically explanted and replaced due to dislodgement. Additional information was received confirming this dislodgement caused a decrease in the intrinsic amplitude, high capture thresholds measurements, failure to capture and a visit to the emergency room as patient was having chest pain. X-ray imaging confirmed this dislodgement. This lead is not expected to be returned. No additional adverse patient effects were reported.